Manufacturer narrative:
Product analysis: power loss was unconfirmed, but was not specifically tested for. The programmer passed all incoming electrical tests, and no indication of power loss was noted in analysis of log files. No power loss was observed during device testing. The storage bay was found to be damaged, and was replaced. The software was reconfigured and updated, and the device passed all final functional, systems, and electrical safety tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut down several times, during a patient session. The programmer was returned for service. No patient complications have been reported as a result of this event.